Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd display cable was removed and returned. The cable was tested with no discrepancies. The customer confirmed that the device is back in service after the repair. The lcd cable was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.